Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the implantable cardiac monitor (icm) exhibited ventricular under-sensing and noise. Programing changes were attempted but were unsuccessful. The patient was in stable condition.

Event description:
New information received notes that the implantable cardiac monitor (icm) was explanted and replaced. The patient was in stable condition.